Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had a high out of range measurement on the right ventricular (rv) channel, which triggered the lead safety switch (lss). The health care professional (hcp) was concerned if the left ventricular (lv) lead would be dependable with the unipolar configuration. Boston scientific technical services (ts) discussed possible resolution options and possible causes for the rising impedance values. The impedance went back to a value within range. The device remains in use. No adverse patient effects were reported.